Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. The previous month, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Two days later, the patient experienced the symptoms of sweating and hot flashes. The patient contacted her physician for assistance/advice. The patient was advised to consume cookies. During the troubleshooting telephone call, the customer care advocate determined the test strips were in good condition, and the patient had replaced the meter's battery as recommended by the manufacturer. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meeter power issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.